Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2010, this patient underwent endovascular repair of a thoracic aortic aneurysm using a gore tag thoracic endoprosthesis ((B)(4)). The patient tolerated the procedure. On (B)(6) 2010, the patient was discharged from the hospital. Aneurysm diameter measured 52 mm. On (B)(6) 2011, at a follow-up study, the aneurysm diameter measured 50 mm. On (B)(6) 2012, at a follow-up study, the aneurysm diameter measured 48 mm. On (B)(6) 2013, at a follow-up study, the aneurysm diameter measured 74 mm. A proximal type I endoleak was found. The physician decided to take a wait-and-see approach. No further information has been reported to gore.